Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter displayed an error message. This complaint was classified based on the customer care advocate (cca) documentation. The patient was not able to confirm what error message appeared, but stated that the error message appeared at ¿midnight¿ on (B)(6) 2014. The patient manages their diabetes with an unknown type and dosage of ¿pills and insulin¿, and it is not known if the patient had made any changes to their regular diabetes management regimen prior to the alleged product issue starting. The patient reported that ¿immediately¿ after the product issue first occurred they experienced the symptoms of ¿sweatiness, dizziness and they could not walk¿. The patient stated that they were able to self-treat by having more food/drink in response to these symptoms, and the patient did not require medical treatment as a result of this. At the time of troubleshooting the cca was able to walk the patient through a retest and the issue was resolved. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because patient was unable to test their blood glucose on the subject meter which led to them suffering signs/symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.